Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a healthcare provider. The patient¿s weight on (B)(6) 2019 was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 375 mcg/day. The reason for use was not reported. It was reported that the patient missed a refill appointment and the pump reservoir went empty on (B)(6) 2020. Caller states the patient is at the clinic now. Caller has refilled the pump with pfns and will refill the pump with lioresal thursday of this week. Discussed current flow rate 0.1875ml/day (375mcg/day). Discussed considering dosing, tubing and catheter patency, no priming needed, and monitoring for volume discrepancy and efficacy. Caller will decrease the dose to 180mcg/day or 0.09ml/day. There were no symptoms reported. There were no further complications reported/anticipated.